Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The interconnect cable and the caster were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system failed to display the image. No pt injury was reported.